Event description:
The customer reported two complaints from the oncology ward. In the initial complaint the customer reported on one set the connection cables were upside down. The second issue the customer observed the set was leaking. Per the customer, because these are oncology products in de bag the reported issues can result in dangerous situations. The customer stated they wanted to inform the health care inspection because of the danger caused when cytostatics are used and are leaking on ground. A visual inspection was performed and the results are as follows: sample one the needle free port is assembled upside down. Sample 2 there was a tear about 3mm in length in the tube, and 2mm in length above the cone on the drip chamber. Retain samples that were inspected by visual control and 5 of the retain samples were checked. The 5 retain samples were checked with a free flow and tightness check. Production documents were also checked and there were no irregularities identified. The root cause was due to the assembly line workers inattentiveness to ensure parts were being assembled correctly.

Manufacturer narrative:
(B)(4).